Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. In a preliminary investigation performed by the hospital staff, they tested the batteries, using the multi-chemistry charger (mcc). The hospital had 3 batteries. One of the batteries caused the red led status lamp to light up in the mcc. The other two batteries did not cause the led to illuminate, indicating no power to the batteries. It is known that only two batteries were used during the event reported. One confirmed to be s/n (B)(4). The devices were sent to zoll (B)(4), who performed a preliminary investigation of the autopulse and the archive data. Visual inspection of the autopulse found no physical damage. During the archive data review, user advisory 18 (max take-up revolutions exceeded) displayed on (B)(6) 2016, thus confirming the reported complaint. No load change was detected at the load plate, indicating no patient present or patient was too small. The archive data showed that after the two events occurred the autopulse operated normally for 14 minutes and 55 seconds. At this time the autopulse power shut down due to an error "under voltage (less than 18 volts) caused by li-ion battery s/n (B)(4). Further investigation of the devices will be performed by zoll, (B)(4). The death was not related to the autopulse device. Bystander CPR and a combination of intermittent mechanical and manual CPR were performed. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse does not compress or unexpectedly stops compressions, rescuer shall revert to manual CPR. The transition from mechanical compression to manual CPR can be performed quickly, the short interruption is similar to the time necessary for rescuer rotation. Therefore, a combination of intermittent usage of autopulse and manual CPR presents the same workflow as manual CPR in which rescuers are rotated, and can achieve intended use for resuscitation.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) stopped compressions. The ems crew responded to a call for a patient who suffered a cardio-pulmonary standstill. During the transportation of the patient to the hospital the ems crew performed manual CPR. Once they arrived at the hospital (after 15 minutes), the hospital crew transferred the patient to the autopulse platform and immediately started compressions. While the autopulse was performing compressions the device indicated the battery was fully charged. After approximately 15 minutes the autopulse platform (s/n (B)(4)) stopped compressions. The hospital staff exchanged the battery to another known good battery, however the autopulse would not restart. The hospital staff aborted the autopulse platform and transferred the patient to the "lucas" CPR device. The patient was male and in his 60's with a medium build. The patient had a pre-existing condition of myocardial infarction. According to the hospital staff the patient never achieved rosc (return of spontaneous circulation). The patient expired. The physician stated "there is no causal relation between the patient's death and the device." Reference: MFR 3010617000-2016-00538 (li-ion battery s/n (B)(4)), MFR 3010617000-2016-00539 ((li-ion battery s/n (B)(4))

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 08/04/2016 for investigation. A DHR review for s/n (B)(4) found no previous complaint related to this event. During the visual inspection no physical damage was noted upon receipt. During the archive data review it was found that there was "under voltage-less than 18v" occurred on the event date (B)(6) 2016. The autopulse passed functional testing, without any faults or errors. In summary, the reported complaint of the device stopped compressions was confirmed during the archive review. During the date of the event of (B)(6) 2016, the device performed compressions on the patient, for 15 minutes confirming the customer's report of the time frame the device worked. After which time the archive data showed an "under voltage event" (under voltage of less than 18v- this was noted as an "un-commanded shut down") occurring when li-ion battery s/n (B)(4) was used. Un-commanded shut down means that the autopulse stopped running by itself with no manual shut down from the user. The battery showed that it was at almost full power of 1350 mah remaining capacity at the time of the under voltage occurred. The archive also showed that battery (s/n (B)(4)) was inserted back into the autopulse 4 hours after the event and the voltage had dropped down to 992 mah remaining capacity. When a charge/test cycle was performed on the li-ion battery (s/n (B)(4)) it immediately failed, indicated by flashing red leds. The other two li-ion batteries returned for evaluation (s/n (B)(4)) passed all test criteria and were not used during the event reported. The autopulse passed all testing criteria and meets all required specifications. The root cause of the customer's reported complaint was due to the defective li-ion battery (s/n (B)(4)). Reference: MFR 3010617000-2016-00538 (li-ion battery s/n (B)(4)), MFR 3010617000-2016-00539 ((li-ion battery s/n (B)(4)).